Event description:
Patient's mom reports one of the pumps is malfunctioning. It alarmed but gave no error message and keeps shutting off without warning. Mom is requesting replacement. Advised we will ship for delivery tomorrow sn (B)(4) (04/2018) no other information known. Dates for use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.